Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of less than 40 mg/dl at the time of the incident. The customer stated they were working, running, and walking and their blood glucose went low. The customer was also getting highs. The customer was at 238 mg/dl at the time of the high. The customer used juice and food to treat the lows. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The caller stated the customer had diabetic ketoacidosis over a month ago because they got the flu. The customer had highs of over 600 mg/dl on (B)(6) 2019 and got hospitalized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in section b5 date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4)2019.